Manufacturer narrative:
Recall #z-1215-2014.

Event description:
Abutment fractured in lab when tech tightened the screw. Fractured at base of abutment. No patient injury.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.